Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk.

Event description:
It was reported that the surgeon stated that the blade tip broke while cutting a fibroid during a lavh. Piece was retrieved through the trocar. Customer used a second device to complete the procedure. No patient consequences. No device being returned.